Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 310 mg/dl.